Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent esc, act and down buttons response due to moisture damage keypad traces. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she was sitting at the edge of the pool wearing the insulin pump and slipped into the pool while standing up. Customer stated that the insulin pump alarmed button error and the buttons were not responding. Customer stated that the insulin pump does not have any cracks but fluid is seen under the lcd display. Blood glucose at the time is unknown but it is usually around 111 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.